Event description:
Caller reported that pt awoke in the night, threw up and was unresponsive. A blood glucose reading for the freestyle read 132 mg/dl. The pt was taken to the emergency room and a blood test through the hospital lab yielded a reading of 17 mg/dl. Time lapse between tests was approximately 15 minutes. Pt was treated with IV for low blood sugar.